Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review was requested for this pacemaker system due to observed changes in a-pace (ap) timing. Upon review, ts explained the timing of ap changed at the start of each episode because the device initiated an avsearch extension. Av extension occurs, and the heart interprets the a-a cycle change similar to a premature atrial contraction (pac), and can send the patient into atrial flutter. Review of device history revealed eight similar atrial tachy response (atr) episodes and the longest episode duration was 10 hours. Technical services (ts) discussed troubleshooting options and programming considerations. This pacemaker remains in service. No additional adverse patient effects were reported.